Manufacturer narrative:
(B)(6). Device evaluated by MFR.: promus premier ous mr 28 x 3.50 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal region were lifted. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a hypotube break 10mm distal to distal end of strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 24mmx3.5mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter was engaged and a non-bsc guidewire crossed the lesion, predilation was performed with a 2x12 maverick balloon catheter resulting to 40% residual stenosis. A 28 x 3.50 promus premier drug-eluting stent was advanced but failed to track in the lesion. The stent was maneuvered once again, but the hypotube got kinked and shaft break was noted. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.